Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the distal end of the stent. Stent strut rows 1-15 from the proximal end of the stent were undamaged; the remainder of the struts were damaged and pulled in a distal direction. The crimped stent od (outer diameter) of the undamaged proximal section was measured using snap gauge and the result was 0.0425¿¿, this is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3.50x22mm totally occluded target lesion was located in a non-tortuous, non-calcified, left circumflex artery. Following predilitation with a 3.5x20mm maverick balloon, residual stenosis was 70%. A 3.50 x 24 synergy¿ drug-eluting stent was advanced to treat the target lesion, however, as the device was advanced through the guiding catheter it was detected by fluoroscopy that the stent was expanded. The whole system was withdrawn and it was noted that the stent was expanded in the distal part and the procedure was not completed. No patient complications were reported and the patient's status was stable.